Event description:
Out-of-box failure. No injury. When the unit is powered on it alarms check syringe plunger sensor'. Furthermore, in the biomed menu the state of the front flipper remains true, even when the flippers are not open.

Event description:
Out-of-box failure. No injury. When the unit is powered on it alarms check syringe plunger sensor'. Furthermore, in the biomed menu the state of the front flipper remains true, even when the flippers are not open.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition review of the event history log showed an occurrence of a "check syringe plunger sensor" alarm. Functional testing involved power up and plunger sensor testing. The investigation found that the pump alarmed "check syringe plunger sensor" at power up and failed the plunger sensor test. The investigation determined that the plunger printed circuit board not operating as intended was the cause of the reported issue. The plunger printed circuit board was replaced. No causes or potential causes to the customer's reported problem were found during the DHR review.